Manufacturer narrative:
Block h6: imdrf device code 5587:2064 captures the reportable event of stent migration. Imdrf patient code 9213 captures the reportable event of perforation. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific that an advanix biliary stent was used for stent placement during a procedure on (B)(6) 2023. At an unknown date, it was found that the stent fell out and perforated the duodenum. It was reported that the migrated stent was removed from the patient. It is unknown if a new stent was implanted. Boston scientific has been unable to obtain additional information, including patient outcome, despite good faith efforts.